Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were both removed and the device had cracked top case (rear lower left corner).the j-6 broken off of the main board, battery not charging also pump gage a motor rate error twice during the occlusion testing. A review of the event history log identified: system failure: primary audible alarm background test. The device was tested using the power up process. The issue was duplicated, it was found that the customer damaged c9 component on the interconnect board. High profile blue super cap tokin was present. The tech replaced the interconnect board. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the primary audible background test. No patient injury reported.